Manufacturer narrative:
Device not returned.

Event description:
It was reported that the introducer set broke at the blue connector. There was 6 affected units from same lot number. No patient complications were reported.